Event description:
(B)(4). The dealer reported that the trsx5rc mechanical wheelchair front rigging hooks were broken, and while trying to replace, it fell right thru. There was no patient injury reported.